Event description:
During a dilatation procedure, the catheter couldn't be removed through the 5 french sheath. The catheter & sheath were removed together and replaced with the same models to complete the procedure with no pt injury or further complications reported.